Manufacturer narrative:
The user emailed dario several times in order to return the dario meter, however after multiple attempts to follow up with the user, the user replied in an email stating that she did not want dario to contact her any further. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of 147 mg/dl from her dario meter compared to a bg reading of 121 mg/dl from her old meter while performing a side-by-side bg test with the same drop of blood. The user stated that her old meter was calibrated recently at her doctor's office.